Event description:
It was reported that the patient experienced stimulation fluctuations. Impedances were checked and 1-, and c+ were reading >2000ohms. No patient treatment or outcome was reported. Additional information has been requested, but not available as of the date of this report.

Manufacturer narrative:
(B) (4).